Manufacturer narrative:
Ge healthcare (gehc) investigation has been completed and the root cause could not be determined. The gehc field engineer completed a review of the system logs, onsite questionnaire, and determined there was no malfunction of the gehc device. Therefore, the root cause of the patient desaturation is undetermined.

Event description:
The hospital reported that a patient was connected to a carescape r860 when it is alleged that the oxygen gas went to zero and the patient desaturated. The patient was switched to another ventilator. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a4, a5, and a6: no information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.